Event description:
A manufacturing representative reported the patient¿s lead and extension connection eroded through their skin. The patient had symptoms of itching. Relevant medical history included parkinson¿s disease and movement disorders. The extension and lead connection was surgically buried to resolve the erosion.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 3387s-40, lot# v605118, implanted: (B)(6)2011, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6)2014, product type: extension. Product ID: 3387s-40, lot# v605118, implanted: (B)(6) 2011, product type: lead. Product ID: 3387s-40, lot# v605118, implanted: (B)(6) 2011, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).